Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 410 mg/dl and 301 mg/dl. The customer treated high blood glucose level with bolus. The customer declined troubleshooting for high blood glucose level and wanted to proceed only with the insulin pump settings. The customer successfully added the insulin pump settings and auto connected meter to the insulin pump. The customer was assisted with rewind process, fill tubing and fill cannula process. The insulin pump will not be returned for analysis.